Event description:
A male underwent evaluation for multiple neurologic events, including amaurosis fungax. And two episodes of transient hemi sensory deficits associated with dyearthria. Tee showed a pfo and 2 additional fenestration of the intrarterial septum the remainder of his evaluation was normal. Neurology consultation recommended a pfo closure. The pfo was sized at 12mm with a sizing balloon. A 33mm nmt cardioseal septal occluder was successfully implanted. Complete closure to the pfo and fenestration achieved. Three hours following the procedure cardiac tamponade developed. Percutenous drainage successfully drained the tamponade, but bloody pericardial drainage persisted. The patient was taken to the or, diagnosis at the time revealed a small perforation of the aorta this was felt to be secondary to one of the legs of the device perforating through the right atrium into the aorta. A very experienced cardiac surgeon left the device in place and over sewed the right atrium and aorta with pericardial patches. The patient is recovering well from cardiac surgery.

Manufacturer narrative:
The device remains implanted in the patient after consulting with an experienced cardiac surgeon. Based on the information available to us the patient underwent open heart surgery to repari the perforation. The surgeon performing the surgery opted to leave the device in place. Although it is not clearly stated, we believe the surgeons decision to leave the device implanted in the patient was based on his expert opinion that the root cause of perforation was not attributed to the device. It is believed, the root cause of the perforation was due to procedural i.e. Manipulation of the catheter during implantation. We have requested case summaries and procedural films for this case from the end user to aide in out investigation. To date no of the requested information was available to us. A review of our lot history record for this lot revealed passed all applicable test and inspections and was released in accordance with our procedures governing lot release. Our efforts to secure the requested information are ongoing; upon receipt we will conduct a thorough investigation and follow- up with a supplemental report.